Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
The customer reported the system displayed poor image quality and the left monitor was not working. No pt injury was reported.